Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device evaluation: evaluation of the device found, that there were no defects found with the system and software. Device log files were reviewed, for this event. And the investigation was unable to confirm, the reported issue. It was found, that the user created the bone checkpoints not off of the bone, but likely on the array clamps, based on their proximity to the arrays. This would have prevented the user from being able to detect motion should it have occurred. The assignable root cause was, due to improper handling, due to use error in the creation of the bone checkpoints. The assignable root cause could not be determined. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, (B)(6) 2022. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, when the user went back to recut the femur cuts, it was observed that the cuts didn't line up as expected. It was reported that the user observed the event when the saw was brought in to perform the cut. It was reported that the cut looked to be about 4mm off. It was reported that the pointer was not used to get the exact number. It was reported that the procedure went to manual for the recuts. It was reported that the robotic assisted satellite station device and the robotic assisted base were used for this procedure. The case was planned cemented and the patient was reported to have done well. It was reported that there was an unknown delay to transition to manual. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.